Manufacturer narrative:
The suspect device is expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The physician reports they were having difficulty placing the hero graft. The physician decided to remove the hero device, balloon and try to reinsert the device again, when they noticed that the end of the venous outflow component was damaged and the radio-opaque marker band had dislodged and migrated into the patient's right atrium. The physician and ir department attempted to snare the band from the patient unsuccessfully. The band came to rest in the patients left lower lobe segmental pa branch. The physician made two attempts to remove the band from the patient unsuccessfully. The physician states, that the injury is not life threatening and the event did not result in damage to the patient's body function or body structure. Extended hospitalization was not required and a new device was opened and successfully placed in this patient. There are no plans to remove the marker band from patient. The physician states that the marker band came off because of the friction applied during hero graft implant procedure.

Manufacturer narrative:
The suspect device did not return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the complaint database and device history record could not be performed since the lot number was not provided.